Manufacturer narrative:
Concomitant medical products: product ID 37642, product type: programmer, patient; product ID 37642, product type: programmer, patient; product ID 3387s-40, lot# va042la, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va05k31, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that about a week prior to the date of this report the patient programmer was not working or lit up or doing anything. Patient changed the patient programmer batteries and the patient programmer was working with the new batteries. The patient programmer was not turning the deep brain stimulator therapy on. It was noted that they had tried twice on the day prior to the date of this report and twice on the date of this report and the patient programmer was not connecting with the implantable neurostimulator (ins). The patient had felt a ¿tingling/shocking but not really.¿ the patient had short term memory loss which was why the patient¿s friend or family member was calling. It was later reported that there was no stimulation sensation. It was noted that when the device was checked with the patient programmer it stated on and ok. Stimulation was at 1.3 and 1.7. Patient was not feeling stimulation. Stimulation was increased to 1.7 on both sides and the patient was able to feel stimulation. Action resolved the reported issue. Additional information received reported the patient was having 50% or greater symptom reduction. The programmer was the device involved in the reported event. The programmer screen was blank. Troubleshooting done was over the phone support. Action taken to resolve the issue was changing batteries. The cause of the event was determined and it was not device related. Patient had recovered without permanent impairment.